Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump primed the tubing during the load step. The patient reportedly was not connected to the pump when the issue occurred. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1- device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2015 with the following findings: a review of the pump black box data revealed no evidence of a load step malfunction. During testing, the load step was attempted, and the pump did not detect the cartridge; the complaint was duplicated. The force sensor calibration was low and did not measure within specifications. The pump case was removed, and contamination was found on the shim plate of the force sensor. The force sensor resistance was also high and not within specifications. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.